Event description:
Hospital advised that four channels were operating at the time of this event. One channel was infusing dopamine. Other drugs being infused were normal saline, and propofol. Patient was receiving vancomycin daily at 3:00 p.m. And zosyn and erythromycin were being infused through secondary tubing in the ringer's lactate line. Zosyn was being administered at 7:00 a.m. And erythromycin at 8:00 a.m. Daily. The nurse went on a break, and the fill-in nurse went in the room to check on the patient. She observed that the system had shut down and infusion to the patient had stopped. This was at 9:50 a.m. She had not heard an alarm. She turned the system off and then turned it back on, the system did not respond. She observed that the system smelled "like burnt popcorn". She then unplugged the system and plugged the model 8000 programming module, into another outlet, and it did not start up. She removed the system from the patient, set patient up on another system, and had no additional problems. There was no patient consequence.